Manufacturer narrative:
The product was received for evaluation. The reported problem was confirmed. The blade remained exposed due to a deformed/bent hoop. During manufacturing the products are 100% inspected to ensure the blades are able to close properly and that the hoops pass visual inspection. It is likely that the component was bent while the user handled the device or while the device was in use which prevented the blade from properly retracting. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the lemaitre valvulotome would not close at the distal end of the patient's vein during a in situ bypass procedure. The surgeon pulled the valvulotome out without closing and tore the end of the vein. There was enough length that the torn portion could be cut off. Issue was dealt with by carefully removing the product with no issues. The patient is doing fine with no reported injury.